Event description:
According to the reporter, intra-operatively in a radical gastrectomy for gastric cancer on the stomach tissue, the device had poor staple formation and an incomplete staple line distally, they hand sewed to fix the staple line. They changed the device to complete the case and resolve the issue. The patient was alive with no injury.